Event description:
It was reported that the patient had recurrent dysrhythmias. Device interrogation revealed that the leads were connected to the wrong ports. The leads were put in the correct ports and there were no further problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).